Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that they had a set that was leaking around the filter. They provided no other information. Mmdg was not provided with contact information, and so no follow up could be attempted for additional information. (B)(4).